Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) had a damaged connector which prevented it from being connected to a monitor. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable connector was damaged, which prevented the electrode belt from connecting to a monitor. Pins 2 and 5 in the connector were bent. The root cause for the bent pins could not be positively identified was likely excessive force. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.